Event description:
It was reported to baxter (B)(6) that one (1) baxter infusor single day leaked after filling. According to the report, the infusor was filled with 5-fluorouracil and the location of the leak is thought to have been from the "housing" of the infusor. There is no patient involvement. No additional information is available.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:04 was confirmed but not duplicated. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated. (B)(4).